Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refv3340 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that when placing the PICC catheter in this patient, the nurse found that the introducer sheath included in the kit was not flat at the proximal end and was unable to be inserted.